Event description:
The tibial insert was revised due to wear. The baseplate (cat. No. 6628-4-151), the femoral component (cat. No. 6628-3-100), and the patella (cat. No. 6628-1-975) were also revised.